Event description:
We have intermittently been experiencing drop out of signal of between .1-10 seconds when using the dash monitor in wireless mode on 802.11 network on 3 different units on the same floor. I determined the problem to be a software issue whereby the dash 3000 monitor, with the new software (version 5.3) does not communicate consistently, with the old (version 4c), on the existing wireless network. This was not communicated to us when the manufacturer provided the upgrade to the software and is not included in any of their documentation associated with the software release. Also, the upgrade that was provided also changed the functionality of one of the buttons on the front of the monitor. On newer monitors with the same software, there is a change in the overlay where the button function has been changed. This overlay was not provided as part of the software upgrade from this manufacturer.